Manufacturer narrative:
(B)(4): method: device internal memory and ECG were reviewed for this incident. Conclusion: rhythm was consistent with asystole.

Event description:
Subject was not resuscitated.